Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the unit showed tf232035,we confirmed the p filter pressure was not pass,and than we replaced the new one,it is fine now. No patient harm or consequences.

Event description:
The following was reported to hamilton medical ag: the unit showed tf232035,we confirmed the p filter pressure was not pass,and than we replaced the new one,it is fine now. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.